Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Customer did not provide serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the product created a pressure point on patient's toe the customer also reported that the patient had a blister after they completed the scan and that the patient's toe appeared very red and blanched when touched.